Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked. The tubing right at the "filter site" was observed to have broken off. This was identified during patient infusion with blinatumomab. The drug was infusing through the patient's double lumen peripherally inserted central catheter (PICC) line and the patient felt wet. The immunotherapy was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.